Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units of insulin. The customer confirmed that the insulin gauge began to decrease as expected. Review of the pump data logs confirmed that on multiple occasions the insulin gauge remained static until the insulin volume in the cartridge dropped to the displayed value. Subsequently, it was reported that the pump display was intermittently unresponsive. Reportedly, the pump screen does not turn off until the customer presses on the wake button. The customer reported no alerts or alarms occurred during this time. Additionally, it was reported that the customer received intermittent cartridge detection notifications during the load sequence. There was no impact to the customer's blood glucose level. It was confirmed that the customer will continue using the pump for insulin therapy.